Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - stem. Reported event was confirmed by review of radiographs. Review of the available records identified the following:  a left elbow arthroplasty is intact. There is extensive radiolucency along the ulnar implant reflecting osteolysis and implant loosening. Bone quality is markedly osteopenic. Anterior, medial, and lateral heterotopic ossification is noted and there is extensive vascular calcification. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of the left elbow due to loosening of the ulna component and loss of flexion or extension. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: cat: 00840004415, lot: 64916243, humeral component plasma sprayed size 4, 150 mm length. For cemented use only. Cat: 00840009400, lot: 65064304, articulation kit size 4, 1 axle pin, 1 humeral bearing a, 2 ulnar bearings, b sterile. Product do not resterilize. Cat: 00840009000 lot: 65471795 humeral screw kit 2 humeral screws. G2: foreign-australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02211, 0001822565-2023-02212.